Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the use error in this complaint. The problem was confirmed for use error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During troubleshooting of an alarm, the patient disconnected the final bag and connected it to the heater line. The patient was advised that bags cannot be disconnected/reconnected during therapy. The patient would complete therapy via manual supplies. The patient was involved, but there was no patient injury or medical intervention reported. Baxter contacted the nurse on (B)(6) 2011. The nurse stated she was not aware of the event and the patient was performing therapy fine. No patient injury or medical intervention was reported.